Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified, inflammation/irritation: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Granuloma: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported, "patient with an allergan prosthesis underwent surgery". And later reported, left side "rupture. And capsular contracture, baker grade IV". The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, "patient with an allergan prosthesis underwent surgery" and later reported 'rupture and capsular contracture baker grade IV for the left side device'. This record relates to the left-side. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued h.6 (health effect - impact code ): f15 recognised device or procedural complication a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported, "patient with an allergan prosthesis underwent surgery" and later reported 'rupture and capsular contracture baker grade IV for the left side device'. This record relates to the left-side. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation : unable to observe since it is a medical event and is not related to the device. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.